Event description:
Balloon deflation difficulties. The report received indicated that the 3.5 x 28 mm cypher was delivered to the target lesion by direct stenting and was inflated at 16 atmospheres for 30 seconds. After the inflation, the balloon took a long time to deflate, approximately 30 seconds. The contrast to saline ratio used was 4:6. The stent was implanted safely and post-dilation was not required. The procedure was finished successfully without any pt injury. The delivery system was removed from the pt and the physician inflated the balloon, the deflation of the balloon took around 30 seconds again. The intended procedure included treatment of the proximal right coronary artery (rca), the lesion was described as slightly tortuous without calcification and presenting 90% stenosis.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.